Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short-simulated therapy was performed and was completed successfully without any delay or alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the amia is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during an unknown process step while hospitalized for another indication. It was unknown if the patient was connected to the amia device at the time of the event. The patient reported ¿the cycler was leaving fluid in them¿. Renal therapy services (rts) initiated a swap of the device. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.